Manufacturer narrative:
Device was manufactured prior to the UDI labeling implementation. Approximate age of device - 1 year, 41 days. The patient remains on going with the implanted device and no further issues have been reported. The evaluation of the returned portion of the percutaneous lead (driveline) confirmed an issue that would have contributed to the pump stoppage events while connected to a tethered power source but not while connected to battery power. Approximately 18 inches of the external portion of the driveline was returned for evaluation. Electrical continuity testing of the returned portion of the driveline revealed that all wires were electrically intact, even with manipulation of the driveline. Inspection of the driveline revealed cosmetic damage to the outer silicone sleeve at the terminus of the bend relief; however, no damage was noted to the bionate layer. Severe breakdown of the metal braided shield was observed along the length of the driveline segment, which appeared consistent with approximately 5 years of use. Visual inspection of the underlying wires revealed a breach in the insulation of the red wire adjacent to the metal connector, exposing the inner metal conductors. Microscopic inspection and hipot testing of the returned portion of the driveline did not identify any additional areas of compromised wire insulation. If the exposed conductors of the compromised red wire made contact with the braided shield while the patient was operating on a tethered power source such as the mobile power unit or power module, the resulting electrical short to ground would result in a low speed/pump stoppage event. However, the pump stoppages captured in the submitted system controller log file occurred while the system controller was connected batteries. For an electrical short to occur on batteries at least two conductors from two different phases would have to make contact either directly or by simultaneously touching the shielding. The investigation was therefore unable to conclusively correlate the pump stoppages in the submitted log file to the damage observed in the returned portion of the driveline. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient was in clinic and during interrogation, low speed and pump stoppage events were produced observed. The patient stated that being on batteries when the alarms occurred. The patient was admitted for further evaluation. A log file reviewed by the technical service representative confirmed 2 pump stoppage events. Submitted x-rays revealed a few areas of concern on the percutaneous lead (driveline) external portion. The patient was reported as asymptomatic. The technical service representative was on site (B)(6) 2017 and a percutaneous lead (driveline) replacement. The patient was placed on a grounded patient cable after the repair and the alarms did not return. The patient was to be discharged.